Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. Note: the date reported in section is an approximation based on the customer indicating the event took place in (B)(6) or (B)(6) of last year. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that her adc blood glucose meter would not power on with test strip insertion. The customer further reported that sometime in november or december of last year (customer could not recall the exact date of the event) she experienced a hypoglycemic event since she was unable to test. The customer indicated she was feeling dizzy and weak, so she called an ambulance. The customer reported being treated by an hcp with ¿gel sero¿ (glucose gel). No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The meter did power on with button depression and with strip insertion. A strip port issue was not observed. The complaint is not confirmed.

Event description:
A customer reported that her adc blood glucose meter would not power on with test strip insertion. The customer further reported that sometime in (B)(6) of last year (customer could not recall the exact date of the event) she experienced a hypoglycemic event since she was unable to test. The customer indicated she was feeling dizzy and weak, so she called an ambulance. The customer reported being treated by an hcp with ¿gel sero¿ (glucose gel). No further treatment was reported. There was no report of death or permanent impairment associated with this event.